Event description:
It was reported that the pump exhibited continuous alarming. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good physical condition. A review of the event history log (ehl) identified supercap post error. During functional testing using multiple flow and occlusion tests the reported issue was unable to be duplicated. After checking alarm history noticed there was a depleted battery alarm which caused super cap post error. The root cause of the problem was the customer did not recharge battery pack after depleting it. Replaced the battery for preventive. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).